Manufacturer narrative:
It was reported that this device occurred black screen during use, the operator stopped using this device under controlled condition. No patient injury reported. There had draeger service involved in this event, the local service engineer arrived at customer site to inspect this device, and found this device failed and alarmed for 83.xxxx during operation. After upgrading the software, this device can back to normal use. Savina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation or anomaly is detected, an audible and visual alarm is generated. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the failure is irreversible, the startup sequence cannot be finished resulting in a high priority buzzer alarm. The customer has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. For this event, device reset was triggered, and after upgrading the software, this device can back to normal. This might be an occasional malfunction, if the error no longer occurs, the device can continue to be used.

Event description:
It was reported that this device occurred black screen issue with 83.xxxx alarm during operation. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that this device occurred black screen issue with 83.xxxx alarm during operation. No patient injury reported.